Event description:
Additional information received: it was reported that the patient underwent the valve-in-valve procedure after an implant duration of five (5) years, seven (7) months due to valve degeneration leading to severe mitral insufficiency. The patient had symptoms of exertional sob and poorly compensated cardiac hemodynamics. The tmvr was performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well without complications.

Manufacturer narrative:
Updated sections b1-b3, b5-b7, h1, h6 (component codes, health effect - impact code, health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The regurgitation in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section h6 (health effect - impact code).

Manufacturer narrative:
Request for additional information has been performed. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral pericardial valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of five (5) years, five (5) months due to unknown reason. No other details provided.